Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and the reservoir was in good condition. The plate was able to be opened and closed to verify it functioned properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The pouch containing the product has a non-coated tyvek and clear film. Seals of pouches made with uncoated tyvek have a different appearance than pouches made with coated tyvek. Tyvek with or without adhesive will seal to different clear films. The seal was determined to be good. No were no defects in the seal of the sterile barrier.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2014 and a reservoir was to be used. Prior to use, it was thought that the heat sealing of the packaging was not enough. Since it was unknown if the device was clean, the device was not used. The procedure was completed successfully with no adverse patient consequences.